Event description:
A Facility representative reported that following an implantable collamer lens (ICL) implantation procedure, the patient experienced a refractive change over time and blurred vision. In a separate surgery the lens was exchanged with a different power and problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H11- Manufacturer Narrative: Secondary Surgical Intervention to Remove/Replace/Reposition the Lens is identified in the labeling as a known potential adverse event following ICL implantation. H6. Health Effect- Clinical Code (E): 4581-refractive change over time. H6- Investigation Type Code (B): 4110- Lens Work Order Search-No Similar Complaint event(s) within associated lots were found. Claim # (b)(4).